Event description:
The customer reported via phone call that the act and esc buttons on the insulin pump are not responding. The customer stated that he noticed that there is rust underneath the battery compartment and moisture underneath the reservoir compartment but no moisture on the reservoir and the reservoir was not leaking. Blood glucose value was 145 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump was monitored and had no corrosion on the battery tube noted. No moisture damage or dried substance on reservoir compartment noted. No moisture damage on the electronics noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.